Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional contact office: (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a drain was placed. The next day, the drain broke while milking it in the ICU room. It was noticed that the break point was clamped with forceps. There was no adverse patient consequences.

Manufacturer narrative:
Conclusion: two tube pieces of actual drain were returned for evaluation. The initial damage to the drain during use could have caused the drain to break.